Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one conquest 40 pta dilatation catheter was returned for evaluation. A visual inspection was performed and the sample was bloody. A burst was noted to the catheter shaft. Therefore, the investigation is confirmed for the reported catheter shaft rupture.a definitive root cause for the reported catheter shaft rupture could not be determined based upon available information. Labeling review:the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pta procedure, the catheter was allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was not provided, therefore, a device history record review can not be performed. The device has been returned for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a pta procedure, the catheter allegedly was kinked. The procedure was completed using anther device. There was no reported patient injury.